Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
A newborn placed on va ECMO, the perfusionist noted an increase in condensation from the vent port of the adult quadroxid membrane. Condensation continued to increase over the next 6 hrs with "pink-tinged" color change. Estimated rate of condensation was .5-1ml every 30 minutes. The gas exchange of the quadroxid was consistent and without compromise. Heat exchanger function was consistent and without compromise. Over the next 6 days, it was noted that the condensation had developed an increase in blood mixture and clot was beginning to form at the vent outlet. The oxygenator was changed due to this clot formation with fear that vent port would become obstructed and possible pressurization of the membrane "gas phase." Membrane was changed without incident.